Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not work during a laparoscopic, possible open roux-en-y gastric bypass. The device was removed from patient. The scrub tech removed the needle from device over the mayo stand and the needle broke. There was no reported patient injury.